Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received two cases of the same code-batch, regarding the same issue, from the same customer, at the same time. We have not received any sample. Samples requested from stock were finally not available. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the products manufactured with the same needle raw material batch as the used in this product. Needle penetration performance result (average 1st penetration) of needles tested of the raw material batch used in this product during production was 0.377 n and fulfilled the specification (<0.480 n). Bending strength result of needles tested of the raw material batch used in this product during production was 10.499 nxcm and fulfilled the specification of the product (8.6 nxcm in minimum). As stated in the instruction for use of the product: 'care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking'. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the event was a procedural accident in that the needle, which was not sharp enough to pass properly through the subcutaneous tissue, bent during use, with a real risk of breaking. This can cause significant trauma to the tissue, compromising the quality of the suture and increasing the risk of keloid formation, with potential aesthetic and functional complications for the patient. The device was disposed of as contaminated. Event occurred several times with the same device. Actions taken: replacement of suture thread type. No further information has been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.